Manufacturer narrative:
The product investigation was completed. Device evaluation details: the catheter was returned for evaluation. Johnson & johnson medtech conducted a visual inspection, temperature, impedance, flow pump, and pressure gauge test of the returned catheter. Visual analysis revealed a separation between pebax and electrode section and a reddish material inside it. Temperature and impedance testing was performed per johnson & johnson medtech procedures. The device temperature and impedance were working correctly and within specifications. No temperature issue was observed. A flow pump and pressure gauge test were performed, in accordance with the procedures. The catheter irrigation was working correctly and within specifications. No flow issue was observed. A manufacturing record evaluation was performed for the finished device 31582102m number, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to manufacturing process. The following product guidelines should be followed. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf energy delivery, power delivery should be interrupted. For the reddish material, the catheter instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure. The bwi product analysis lab identified a separation between the pebax and electrode. During the procedure, there was a high temperature reading from the catheter when rf (radiofrequency) was being delivered. The system stopped ablation immediately when the temperature cut-off value was exceeded. After removing the catheter from the patient, it was found that blood seemed to have been penetrated the spring part of the device. A second device was used to complete the operation. There was no adverse event reported on patient.